Event description:
The manufacturer received information alleging lung cancer, eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, vomiting, asthma, lung disease and copd. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.